Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via telephone call that the insulin pump had a broken reservoir ring. Blood glucose at the time of call was 4 mmol/l. Troubleshooting was performed and the device will not be returned for analysis.